Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The fields f10 and h6 (device codes) were updated. Thus, this supplemental report is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat a paroxysmal atrial fibrillation (a fib), a nrg transseptal needle was selected for use. The procedure was cancelled. The transseptal puncture (tsp) was performed successfully and the needle along with a non-boston scientific wire and dilator crossed into the left atrium without any issues. A non-boston scientific sheath (sl1) was then advanced towards the puncture to access the left atrium but it was extremely difficult but eventually it gained the access. The wire was then positioned and the steerable faradrive sheath was advanced. It was again noted that the tapering of the dilator to sheath was not sufficient to allow left atrial access. There were two different transseptal crossings attempted and a use of soft and stiff exchange wires used in the left atrium. The physician was displeased and unconvinced about the puncture caused by the transseptal needle and its inability of puncture site to facilitate la access with faradrive sheath. The procedure was cancelled but no patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed via good faith effort request that the transseptal was done twice in two separate locations. The physician added that although the second crossing may have coincidentally crossed through the initial puncture site (same nrg needle) and performance was unremarkable. There were no issues were noted during the transseptal punctures. The physician was displeased for the fact that sheath access could not be obtained over the puncture created by the needle. The physician concluded that the nrg creates a tiny puncture not comparable to traditional tsp. He also added that it may well be that the puncture created was sufficient and it was the tapering of the sheath that caused the failed access. Ultimately, sheath access was never obtained from the puncture created.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat a paroxysmal atrial fibrillation (a fib), a nrg transseptal needle was selected for use. The procedure was cancelled. The transseptal puncture (tsp) was performed successfully and the needle along with a non-boston scientific wire and dilator crossed into the left atrium without any issues. A non-boston scientific sheath (sl1) was then advanced towards the puncture to access the left atrium but it was extremely difficult but eventually it gained the access. The wire was then positioned and the steerable faradrive sheath was advanced. It was again noted that the tapering of the dilator to sheath was not sufficient to allow left atrial access. There were two different transseptal crossings attempted and a use of soft and stiff exchange wires used in the left atrium. The physician was displeased and unconvinced about the puncture caused by the transseptal needle and its inability of puncture site to facilitate la access with faradrive sheath. The procedure was cancelled but no patient complications occurred. The device is not expected to be returned for analysis. It was further confirmed via good faith effort request that the transseptal was done twice in two separate locations. The physician added that although the second crossing may have coincidentally crossed through the initial puncture site (same nrg needle) and performance was unremarkable. There were no issues were noted during the transseptal punctures. The physician was displeased for the fact that sheath access could not be obtained over the puncture created by the needle. The physician concluded that the nrg creates a tiny puncture not comparable to traditional tsp. He also added that it may well be that the puncture created was sufficient and it was the tapering of the sheath that caused the failed access. Ultimately, sheath access was never obtained from the puncture created.